Event description:
It was reported that the right ventricular lead had loss of sensing and was explanted and replaced. The device which had not reached elective replacement indicator but had suspected early battery depletion was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2d1 ICD implanted: (B)(6) 2013; 6935-65 lead, implanted: (B)(6) 2013. (B)(4).